Event description:
A customer reported an event of an odor emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched assess the unit on site. The fse determined that the odor was not coming from the sterrad® and suspected it was from other equipment in the surrounding area. A system reboot was performed to check the unit and the fse confirmed that the unit was working fine. System was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of odor/smells issue and system risk analysis (sra). Trending analysis of odor/smells issue was reviewed from november 2016 to may 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. There was no problem found with the sterrad® 100s unit. The fse inspected the unit on site and confirmed that it was working within specifications. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
A customer reported an event of an odor emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.